Event description:
It was reported that during a lap hernie procedure, the instrument did not fire at all, no further info available. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Insufficient cartridge weld. Evaluation summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.